Event description:
The customer was requesting clarification about the storage conditions for cadaveric specimens listed in the package insert addendum (o5-064; 4/4/05) for the cobas ampliscreen hiv-1 test, v 1.5 and cobas ampliscreen hcv test, v2.0. The addendum indicates "cadaveric samples may be stored for up to 72 hours at refrigerated conditions (2-8c), and up to 48 hours at ambient temperatures (15-30c). There was no indication of incorrect results having been reported or of any impact to a patient or user of either the cobas ampliscreen hiv-1 test, v 1.5 or cobas ampliscreen hcv test, v2.0 when testing cadaveric samples.